Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous 2nd diagonal branch. Another manufacturer stent was implanted in the left anterior descending artery. In order to dilate the lateral branch, the 1.50x12mm apex push monorail was inflated to ten atmospheres and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the returned device found a small hole in the balloon. The hole was positioned over the center markerband. An examination of the markerband identified no issues. An examination of the hole in the balloon found that the balloon material appeared to rupture outwardly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous 2nd diagonal branch. Another manufacturer stent was implanted in the left anterior descending artery. In order to dilate the lateral branch, the 1.50x12mm apex push monorail was inflated to ten atmospheres and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.